Manufacturer narrative:
The pcb00 delivery/insertion system, was received; the intraocular lens (iol) was not returned. Residues of viscoelastic were observed in the cartridge body, tip and loading zone. The preloaded device was found correctly assembled. Cartridge was observed in the correct position and was fully engaged into the lower body of the delivery system. Since the lens was not returned, the complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that this was the only complaint received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the results of the investigation, the complaint could not be verified and there was no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens got stuck as it was being advanced into the patient's eye. The lens was partially in the eye. The customer just backed the lens out and used a new system and implanted the lens successfully. No further information was provided.